Event description:
The customer stated that one patient sample generated an initial positive result of 100 miu/ml for the axsym bhcg assay. The patient did not believe the result and indicated that a negative result was obtained by the patient using a home testing method. The same patient sample was then retested and generated a negative result of 0 miu/ml. The issue was resolved after the customer replaced a worn-out process probe.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.